Manufacturer narrative:
(B)(4). Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage to the proximal to mid-section of the stent with struts lifted and misaligned. The undamaged crimped stent od (outer diameter) was measured and the within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2018. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. The lesion was predilated with a non-bsc balloon catheter. A 3.50x20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another 3.50 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.